Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman delivery system (wds) with the implant in the sheath, the implant feet protruding from the sheath 0.5cm and blood in the device. The hub, sheath, core wire, implant and tip were microscopically and visually examined. Inspection of the device found a kink in the sheath 6.5cm proximal of the tip, and implant anchor damage. There was tip damage as the tri-cuts were flared, one of the tri-cuts was folded backwards, and there were abrasions on the inside of the sheath at the distal end. The damage found is consistent with deploying the implant, recapturing past the anchors, and then redeploying in the anatomy. No other damage or defects were found. Product analysis confirmed the reported event, as one of the tri-cuts was folded backwards and kinked.

Event description:
Reportable based on analysis completed on 26nov2021. It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. Upon opening of the package, the 30 mm watchman laa closure device & delivery system (wds) had a kink on one of the three front lobes. However, returned device analysis revealed that the damage on the device was consistent with the device being deployed.